Event description:
It was reported that a spectrum pump had intermittent keypad function. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the intermittent keypad operation. The unit in its received condition permitted power up, navigation, and pump run, however has limited keypad operation due to intermittent response from the #1, and #2 keys caused by a failed keypad. The remaining keys were found to function as expected. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.